Manufacturer narrative:
(B)(4). Please reference literature at the following location: http://abjs.mums.ac.ir/article_3825_586.html. This report will be amended when our investigation is complete

Event description:
It is reported that one patient had radiographic signs of loosening.

Manufacturer narrative:
This report is being amended to reflect changes. No devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report is being amended to reflect changes. Please note that MDR #1822565-215-02447-001 was errantly marked as a 5-day report. This report was only intended to be a standard 30-day follow-up report.